Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. Information from the field indicated that a larger than recommended size delivery sheath was used during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all defined manufacturing specifications. There were no other incidents reported for this lot. The cause of the reported incident could not be conclusively determined but may have been caused by the use of a larger than recommended delivery system. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 22 august 2022, a 22mm amplatzer septal occluder was selected for procedure. It was noted during procedure that the left atrial disc of the occluder was deformed when being deployed. Several attempts were made to partially recapture the occluder and redeploy it, but the deformation persisted. The decision was made to remove and replace the 22mm amplatzer septal occluder with another one of the same size. There were no adverse patient effects reported. Subsequent to the previously filed report, additional information was received that a 10f amplatzer trevisio intravascular delivery system had been used at the time the deformed 22mm amplatzer septal occluder was noted. The deformed occluder was never released from the delivery cable while inside the patient. There was no kink or angulation noted in the delivery system. There were only 3 partial recaptures of the deformed occluder made. The cobra deformation of the amplatzer septal occluder was confirmed/visualized while inside the patient via transesophageal echocardiogram and angiogram examination. It was noted that the same 10f amplatzer trevisio intravascular delivery system was used to implant the second 22mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer septal occluder was selected for procedure. It was noted during procedure that the left atrial disc of the occluder was deformed when being deployed. Several attempts were made to partially recapture the occluder and redeploy it, but the deformation persisted. The decision was made to remove and replace the 22mm amplatzer septal occluder with another one of the same size. There were no adverse patient effects reported.